Event description:
Blood soaked through two protective gowns during labor and delivery surgical procedures. A physician was wearing a reinforced gown and had blood soak through from the cuff to the elbow. A nurse was wearing a non-reinforced gown and had soak through in the chest area. Follow-up indicates that both gowns are supplied in the manufacturer's c-section pack.